Manufacturer narrative:
(B)(4). Date sent 1/30/2026. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Were there other contributing patient factors? Please explain. Please provide a timeline of events. What additional treatment was provided to the patient when they were readmitted? What other reloads were used during the procedure? Did the patient receive any preoperative chemotherapy or radiation? What were the indications for surgery? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the echelon 3000 and gst blue reload had been used for whipple procedure, g-j anastomosis. Patient had a leak and was readmitted into hospital 11 days post operation. Was there any reported patient or user harm? Yes. Did the patient/user require any medical or surgical intervention as a result of the event? Yes description yes, patient is re-admitted into hospital 11 days post operation. Did the patient/user require extended hospitalization as a result of the event? Yes. Description yes, patient is re-admitted into hospital 11 days post operation. Was there a significant delay? No.

Manufacturer narrative:
(B)(4). Date sent: 3/4/2026. Additional information was requested, and the following was obtained: was a leak test performed? If so, what type and what was the result? Leak test was done. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How many days postoperative did the leak occur? 11 days. How was the leak identified? CT scan. How was the leak addressed? Drainage was done. Were there any issues experienced with the device in the initial surgical procedure? No. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Yes, he previously done procedure with the same items without any issue. Were there other contributing patient factors? Please explain. No. Please provide a timeline of events. (B)(6) was the surgery, patient was discharged few days after and readmitted on (B)(6) due to the leak. Then, after drainage, patient discharged after 2 weeks. What additional treatment was provided to the patient when they were readmitted? Drainage. What other reloads were used during the procedure? No, just blue reload. Did the patient receive any preoperative chemotherapy or radiation? Patient had an endoscopic embolectomy before. And chemo. What were the indications for surgery? Nil.

Manufacturer narrative:
(B)(4) date sent: 2/18/2026. Additional information was requested, and the following was obtained: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Were there other contributing patient factors? Please explain. Please provide a timeline of events. What additional treatment was provided to the patient when they were readmitted? What other reloads were used during the procedure? Did the patient receive any preoperative chemotherapy or radiation? What were the indications for surgery? I¿ll answer based on my knowledge. I was in the case. Leak test wasn't performed through my knowledge. As reported by dr. The leak occur post op and patient was hospitalized 11 days port op, not clear on the specifics. There were no issues experienced with the device in the initial surgery. Surgeon believe the staple line leak is something wrong with our device/ reload as he had 2 cases of leak. Unclear on the patient factor.